Event description:
It was reported that the device, during the use of the third reload, worked on 2 cm and is then stopped, forcing the users to try unlock the device without success. A second device with new reload had to be used to complete the procedure. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/27/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This incident had no consequences for the patient. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 12/19/2023. Additional information was requested and the following was obtained: the operators reopened the device, which had been jammed after two centimeters of stapling, using the safety system. Once the blade had been returned to its original position, it was able to be reopened without difficulty. As the device could be closed again, it was removed from the trocar without any problem. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered a not reportable event.